Manufacturer narrative:
Analysis not required complaint against sen serter. Customer returned only enlite sensor missing needle.

Event description:
It was reported that the customer had an issue with an enlite serter. Customer stated that serter will not release the sensor. Customer reported that the sensor was not communicating with his pump. Customer mentioned that he had past issues with bent cannulas. Customer stated that his blood glucose levels were above 400 mg/dl at the time of each event. Customer current blood glucose level was 105 mg/dl. Customer was advised that if the infusion set is inserted in areas where there is scarred or hardened tissue present, it may result in bent cannulas. Customer was advised to change the infusion set. Customer will be sent samples of infusion sets. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.